Event description:
It was reported that a posey bed - acute care / ltc model 8050 had a broken zipper, customer was not sure of where the damage to the zipper is. No patient injury reported.

Manufacturer narrative:
Results (other): the small window d has a one inch hole in the netting.